Event description:
Pt's mother called lifewatch on (B)(6) 2010 (the pt is a minor) and stated that the electrodes caused a burn to the pt and requested a replacement device.

Manufacturer narrative:
In house preliminary testing has not been performed. Associated accessory device: act monitor. Model# com001. (B)(4).